Event description:
It was reported that the cement cartridge broke while mixing cement and lacerated the scrub tech's finger. The cut was approx 3-5mm in length and was treated by pressure and a bandage. No add'l medical treatment was required.

Manufacturer narrative:
The device has been received for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.